Manufacturer narrative:
The device was not received for evaluation. However, a picture of the impacted product was provided. A visual inspection of the provided picture showed that a blood leakage occurred at the level of the male luer lock of the return line. The reported condition was verified. The cause was manufacture related. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a prismaflex set, blood was observed to have leaked from a broken luer connector. There was no patient injury or medical intervention associated with this event. No additional information is available.